Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported failure to advance and separation appear to be related to operational context. There was no damage noted to the bdc during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly calcified anatomy resulting in the failure to advance. Upon further manipulation during attempts to advance the device, the hypotube likely kinked and subsequently separated. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified left circumflex artery that is 90% stenosed. During advancement of the 5.0x12mm nc trek balloon dilatation catheter resistance was met with anatomy and the shaft separated in the guiding catheter into two pieces. The entire system was removed together with the separated portion. A new nc trek balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.